Manufacturer narrative:
The insulin pump passed the displacement test and selftest. No unexpected power errors alarm noted. Sleep currents are within specification. The insulin pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of microtimerin detail trace confirmed that the root cause is the non-sleep anomaly software error. Device was received with cracked reservoir tube lip, scratched case and severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Customer stated the alarmed recurred after changing the battery but it was able to clear the alarm. Blood glucose value was 19 mmol/l treated with manual injection and most recent reading was 6.2 mmol/l. The insulin pump passed the selftest. Customer was advised the insulin pump is working but the customer requested the device to be replaced. Customer was advised to revert to back up plan is needed. The insulin pump was replaced and returned for analysis.